Event description:
Alleged event: it was reported that the staples got stuck. The patient's condition was reported as unknown.

Manufacturer narrative:
The device history record review for the product visistat 35r lot #01b1400537 the investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.